Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Initial reporter information: (B)(6), initial reporter country code is unknown, date of birth is unknown. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unknown gel breast implants experienced yeast infection symptoms, uti symptoms, ibs, leaky gut symptoms, chronic fatigue syndrome, body aches, could barely walk or move, anxiety, depression, zero libido, burning and itching after sex, hashimotos disease, fibromyalgia, connective tissue disorder, migraines, brain fog, and joint pain post procedure. As a result, patient had an explantation on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-24019 for contralateral prosthesis report.